Manufacturer narrative:
This medwatch submission is an initial and final submission as the investigation has been closed. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
Material # 320440. Material description - syringe 0.3ml 31ga 8mm tw 10bag 500 ca. Material lot# : unknown. Complaint description: the client advised that there are no markings on numerous syringes. Per customer "I have seen many syringes lately without any markings on it. Please send this to quality control." Photo will be sent via separate email. Customer indicated that they wish to be provided with the final results of this investigation. There is no images provided by the customer.